Manufacturer narrative:
Follow up same day indicated that customer declined further troubleshooting and blood glucose level was "doing well". The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level.